Manufacturer narrative:
The device was returned for evaluation. The device voltage was received at elective replacement indicator (eri) upon receipt. Assessment of total projected longevity was performed, and the device was found to have appropriate remaining longevity. Telemetry, lead impedance, sensing, pacing, and high voltage (hv) output functions of the device were tested and found to be normal. Correction: the report subtype should have been "death report" rather than "30 day."

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient died on (B)(6) 2025 due to pulseless electrical activity, decompensated heart failure (hf), subdural hematomas, and chronic systolic hf. It is unknown if the death was device or procedure related. No further information was provided.